Manufacturer narrative:
(B)(4). The customer reported that the ac power module has failed. There is no reported pt involvement. Philips evaluated the device and confirmed the ac power module failure. The problem was resolved by replacing the ac power module.

Event description:
The customer reported that the ac power module has failed. There is no reported pt involvement.